Event description:
The patient came in due to signs of an infection and the pathogen is unknown. At about 2 months from the primary the surgeon performed a washout and revised the head and liner. The surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 07 september 2022: lot 2118110: (B)(4) items manufactured and released on 10-mar-2022. Expiration date: 2027-01-13. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event during the period of review. Additional component involved ball heads: mectacer 01.29.203 biolox delta ceramic ball head 12/14 ø 28 size l +3.5 (k112115). Lot 21c0074: (B)(4) items manufactured and released on 20-apr-2022. Expiration date: 2027-04-03. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event during the period of review.